Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00007. It was reported the patient¿s leads had migrated. As a result, the leads were repositioned to the original placement on (B)(6) 2018. Therapy was restored post-op.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00007.